Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose value of 40 mg/dl. Cause was unknown. Customer's spouse assisted customer by providing carbohydrates to address bg. Reportedly the customer continued to use pump for insulin therapy.